Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that there was a lead issue, there was a migrations/dislodgement. The patient had a revision on (B)(6) 2016 as they had a double car accident and their lead had migrated up to t7. During the revision they cut away the anchor, pulled lead down to t8 and re-anchored the lead. They never touched the battery and impedances were all fine pre-op and intra-op. The patient clarified that the intra-op impedances were taken prior to ere-anchoring the lead down. The patient recovered completely. There were no symptoms reported. The rep did not have any information on what led up to the revision. The rep was seeing the patient post-operative following the lead revision the week prior and all of the impedanceswere greater than 3,600 ohms. The patient could only feel slight tingling at their waist around 4-5v. The rep increased voltage up to 6-6.5v and the patient still was not feeling stimulation. The patient had not had any trauma or falls in the last week since revision. The electrode impedances were, 0-1 greater than 3600; 0-2 greater than 3600; 0-3 greater than 3600; 1-2 83; 1-3 84; 2-3 less than 70 ohms. The intra-operative impedances were read prior to the re-anchoring the lead down. The patient therapy settings were as follow: group a, program 1, 0+ 1+ 2+ 3+, 450 pw, 50 rate, 2.0v, group impedances were less than 70 ohms. The manufacturer reviewed that if impedances were fine prior to anchoring during the lead revision, the act of anchoring may have caused damaged to the lead. It was reviewed that the rep could attempt reprogramming but any programming with shorts circuits would deplete the battery quickly and next option would be a revision. It was later reviewed that it was most likely not a connection issue as the patient was feeling some stimulation . No medical symptoms reported. It was stated that the impedance issue and lack of stimulation started sometime between (B)(6) 2016. It was clarified that several combinations, 1-2, 1-3, and 2-3 were essentially shorted out and any use of these combinations would drain the battery extremely quickly. Even if the patient were to continue using the old parameters, a1 with group impedances less than 70ohms it would deplete the battery quickly. Other relevant medical history includes non-malignant pain and radiculopathy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the manufacturer representative (rep) reported that the patient would be scheduled for a lead revision.